Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient is male and (B)(6), accepted v-p shunt at (B)(6) on (B)(6) 2016. The patient had already lost consciousness when he was hospitalized. No other anomalies were occurred. Initial pressure was 100 mm h2o. On (B)(6) 2016 it was reported that the bone pressure increased and surgeon adjusted pressure as 70 mm h2o. On (B)(6) 2016 surgeon suspected valve occluded. The revision surgery was operated and valve was cleaned. After procedure the symptom changed better but the patient was still in a coma. On (B)(6) 2016 the patient was transferred to (B)(6) hospital. At the middle of (B)(6) 2016 the programmer was out of work and could not adjust pressure by CT test. The pressure was 30 mm h2o. At that time the root cause could not determined. On (B)(6) 2016 the pressure was adjusted as 80 mm h2o when surgeon used new programmer. After several days the pressure was adjusted as 120 mm and 160 mm h2o separately but the symptom didn't change better. Now the patient is hospitalized for observation.